Manufacturer narrative:
Sensor (B)(4) was returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and perform simvivo test. All results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Sensor kit expiration date is 31 jan 21. Medical event associated with this complaint case occurred on (B)(6) 2021 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error while wearing a freestyle libre sensor and therefore being unable to obtain readings. As a result, customer experienced sweating and a loss of consciousness and was unable to self-treat, requiring treatment of oral glucose tablets by her husband. There was no report of death or permanent impairment associated with this event.